Manufacturer narrative:
(B)(4). No sample or iabp part was retuned for analysis. The reported complaint of "critical alarms" is confirmed based on the provided recorder strip with multiple alarms including "possible helium loss 2" occurring on 08/24/2022. The event date of this complaint is 08/24/2022. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss 2 alarm. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "I was using the pump for product demonstration, using a simulator and as per the IFU. During this demo, the pump gave 11 critical alarms, all stating "possible helium loss 2", I printed off an alarm history. I am the product specialist and train on the ac3 regularly, this alarm does not trigger unless I make it do so. Upon speaking to ccu staff, they had used the pump on the same patient last week and then again just a few hours before I used the pump for training. The patient came off the pump for the second time due to cardiogenic shock and was comfortable and stable when I went onto the unit to train. The alarm had not gone off for the 24 hour period the patient had been on the pump (B)(6) 2023. However, the time before [prior week] the pump did continuously alarm, though this was not reported to [manufacturer] at the time. Only when I enquired did they divulge that this had been the case. I have taken the pump out of service and we have arranged uplift and a loan pump will be delivered to them tomorrow [25aug2022]." Associated MDR 3010532612-2022-00367.

Event description:
It was reported that "I was using the pump for product demonstration, using a simulator and as per the IFU. During this demo, the pump gave 11 critical alarms, all stating "possible helium loss 2", I printed off an alarm history. I am the product specialist and train on the ac3 regularly, this alarm does not trigger unless I make it do so. Upon speaking to ccu staff, they had used the pump on the same patient last week and then again just a few hours before I used the pump for training. The patient came off the pump for the second time due to cardiogenic shock and was comfortable and stable when I went onto the unit to train. The alarm had not gone off for the 24 hour period the patient had been on the pump [since] on (B)(6). However, the time before [prior week] the pump did continuously alarm, though this was not reported to [manufacturer] at the time. Only when I enquired did they divulge that this had been the case. I have taken the pump out of service and we have arranged uplift and a loan pump will be delivered to them tomorrow on [(B)(6) 2022]." Associated MDR 3010532612-2022-00367.

Manufacturer narrative:
(B)(4).